Manufacturer narrative:
(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: there was a mechanical break of the applier during the positioning of a clip. An xray was performed with no reported debris in the patient. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). DHR of the lot shows, that the right material and components were used and that the instrument meets all specifications. All working steps are documented. Complaint instrument 544965t, lot k4-04 was received in (B)(4) on the 10th of february 2016 and forwarded to the supplier for further investigation. The rivet of the jaw is broken. As a preventive action, a stronger rivet at the jaw was used since (B)(6) 2015 to prevent breakages. Complaint instrument 544965t, lot k4-04 was received in (B)(4) on the 10th of february 2016 and forwarded to the supplier for further investigation. The rivet of the jaw is broken. Supplier reported on the 12th of february 2016 that they received instrument 544965t, lot k4-04 for investigation. The rivet of the jaw is broken and the pull rod deformed. The instrument has never been repaired before. It was delivered to (B)(4) in november 2014. Root cause is overstressing of the instrument during use. The instrument can be repaired.

Event description:
Alleged event: there was a mechanical break of the applier during the positioning of a clip. An xray was performed with no reported debris in the patient. The patient's condition was reported as fine.